Event description:
It was reported that during the implant procedure, the his lead exhibited high thresholds in all positions in the interventricular septum. The his lead was removed and replaced with an right ventricular (rv) lead in the ventricular apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.